Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The foot and ankle surgery published (2017) "is achillon repair safe and reliable in delayed presentation achilles tendon rupture? A five-year follow-up" methods: a review of all patients who underwent delayed repair (>10days post injury) of ruptured achilles tendon with mini invasive technique were compared to acute repairs carried out at the same unit. Leppilahti score and achilles tendon total rupture score (atrs) were utilised. Complication rates including re-rupture were also reviewed. Results: 14 patients were identified as having delayed repair (11 to 31 days). The mean follow-up period was 71 months (range: 58 to 92). There were no statistically significant difference in the leppilahti score and atrs compared to patients treated acutely (<10 days post injury) in the same time period. 79% of patients with delayed repair reported good to excellent, comparable to 80% of patients having undergone acute repair. Complications: - two (2) incidences of rerupture. One of them was a partial re-rupture which did not require further surgery. In the other case, the patient was non-compliant with the postoperative rehabilitation protocol described above and removed his aircast boot at 2 weeks. He went on to have further surgery. Seven (7) cases of sural nerve injury and in 5 of these cases, the symptoms have completely resolved. One (1) incidence of wound problem. This was due to a sinus developing from an undissolved suture and required removal. The patient eventually made a full recovery. Conclusion. For those patients who would benefit from surgical repair, a mini-open technique using the achillon suture-passing device remains a safe and reliable option for delayed presentation of 11 to 31 days.

Manufacturer narrative:
As manufacturing lot number was not provided, no DHR review could be performed. As products were not returned, no failure analysis could be performed. Concerning re-rupture, no root cause was determined as no failure analysis and DHR review was performed. However, achillon suture system doesn¿t have to be used for delayed repair. (>10 days post injury). That might explain the partial re-rupture. Concerning re-rupture due to non-compliance, postoperative rehabilitation protocol was not followed and aircast boot was removed at 2 weeks postoperatively: this was the reason of re-rupture. Moreover, this patient was part of the delayed repair group. Concerning sural nerve injury, no root cause was determined as no failure analysis and DHR review was performed. However, as mention by the author ¿injury to the sural nerve is, however, a well-recognized complication of percutaneous techniques¿. Concerning wound problem, this was due to a sinus developing from an undissolved suture and required removal.

Event description:
N/a.